Event description:
It was reported that foreign matter was found in the bd vacutainer® serum blood collection tube during use. The following information was provided by the initial reporter, translated from chinese to english: "the customer feedback, during use they found fm in the tube."

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for foreign material on the side of the tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd vacutainer® serum blood collection tube during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer feedback, during use they found fm in the tube."